Manufacturer narrative:
(B)(4). This event is under investigation.

Event description:
It was reported, during an unspecified producer the physician experienced difficulty changing the guide from 12 f dilator or 12 f dilator. The guide remains blocked in the 14 f dilator. The patient experienced bleeding at the puncture site. No additional information has been received.

Manufacturer narrative:
Investigation narrative: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Since this wire guide is inspected for bends, kinks, adequate joint strength, correct outside dimensions, and other surface imperfections prior to transport; it is plausible to suggest that the wire guide met with resistance beyond its intended design during a procedurally related event, possibly inadvertent contact with the bevel of the needle during insertion and/or manipulation. The IFU precautions against attempting to insert or withdraw the wire guide and/or introducer if resistance is felt. Patient anatomy may have contributed to device failure. A portion of the performer introducer set was returned for evaluation. A straight and curved double flexible tipped wire guide was also returned. During inspection of the device, the dilator was received with an elongated wire guide lodged in it. No introducer was present. The wire was able to be dislodged from the dilator. A definitive root cause of the reported problem could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.